Manufacturer narrative:
Additional information was received that the patients symptoms were fever, chills and redness at the incision site. The physician confirmed that the infection was not procedure related and that the cause was unknown. The physician also noted that the patient was at high risk for infection. The patient was prescribed with antibiotics and underwent an explant procedure. Model number/catalog number: sc-8336-50. Serial number: (B)(4). Batch/lot number: 7034003. Model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the battery pocket site. Infection was suspected as methicillin-resistant staphylococcus aureus (mrsa). The patient was noted of having mrsa before and possibly did not clear up before device implantation.

Event description:
A report was received that the patient had an infection at the battery pocket site. Infection was suspected as (B)(6). The patient was noted of having mrsa before and possibly did not clear up before device implantation.